Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight elite ii; stent: resolute integrity. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The traveler rx device is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure to treat in-stent restenosis of a non-abbott stent in the distal right coronary artery with no tortuosity, moderate calcification and 90% stenosis, a 3.5x12 mm rx traveler balloon dilatation catheter (bdc) was soaked in saline and air was pulled outside of the patient anatomy prior to use. The bdc was advanced and resistance was met with the lesion during advancement. The balloon was inflated for the first time; however, the balloon ruptured at 6 atmospheres. The 3.5x12 mm rx traveler bdc was simply withdrawn from the patient anatomy without issue and replaced with a 3.5x15 mm traveler bdc and further dilatation was performed. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.